Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 103mg/dl. The caller stated that the insulin pump alarmed during the manual prime process, and insulin squirted out before the alarm occurred. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had a broken reservoir tube lip.